Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes atrial lead impedance <250 ohms and ventricular lead impedance >1990 ohms. The physician elected to replace the pacemaker system.